Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2021 wherein the device was not put into surgery mode. After the surgery, the patient's ipg lost all programs. A field representative successfully reprogrammed the patient. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h9: fsca is not applicable as the device was restored.